Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they discarded all of the samples and provided the lot number of the cassette: h11d18084. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain (B)(6) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).